Manufacturer narrative:
UDI (B)(4). A review of the device lot history records indicated the device was manufactured to specifications. The non-conformances would not have contributed to the occurrence. A total of 81 devices was produced from the lot. A review of the cbi complaint database did not reveal any additional complaints involving the reported lot number. A review of the IFU indicated that ¿infection, allergic reaction, and acute or chronic inflammation (initial application of surgical graft materials may be associated with transient, mild, localized inflammation)¿ are potential complications. The IFU also notes that if these ¿conditions occur and cannot be resolved, careful removal of the device should be considered." A root cause, of the patient¿s post-op swelling and numbness, is inconclusive. The pathology report suggests that the patient may have been experiencing an inflammatory reaction to something. It is unknown what additional medications, fluids during surgery, post-op dressings / wound care was utilized on the patient. Swelling and increased or decreased nerve sensitivity are known potential complications of the surgical procedure. The details do not specifically indicate the specimen sent to pathology was the nerve protector device.

Event description:
The axoguard protector was implanted on (B)(6) 2019 for revision of carpal tunnel. The device was hydrated prior to implantation with room temperature sterile saline. A 2-layer (deep and superficial layer) wound closure was performed. At the 2 week follow-up, the patient was doing well. At the 1 month follow-up, the patient reported increased numbness with swelling. The device was explanted on (B)(6) 2019. An explant of "unknown tissue" was sent for pathology. Axogen's contract pathologist provided the following review "I have examined the hematoxylin and eosin stained level on a slide labeled 2019-154 axoguard 5-23-19. The slide shows what looks like a synovial membrane associated with focal, chronically inflamed granulation tissue and areas of fibrinous synovitis. The inflammatory infiltrate consists primarily of lymphocytes with admixed eosinophils. Foreign body giant cells are also identified mostly pressed up against the membrane but there are areas in which these cells are incorporated into the membrane. There is no active (acute/neutrophil mediated) inflammation. From other explanted graft cases that I have examined previously, the degree of inflammation is about the same. Much less than what one sees in cases where orthopedic hardware is removed for implant failure. And free of the neutrophils that accompany instances of bacterial infection." The surgeon was not responsive to axogen's attempts at gathering additional details. The details do not specifically indicate the specimen sent to pathology was the nerve protector device.